Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that a surgeon performed a revision of patient's right hip due to periprosthetic fracture and instability.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. Based on the provided information, the product reported in this investigation did not contribute to the event. There is no allegation of failure against the metal head under the scope of this investigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a surgeon performed a revision of patient's right hip due to periprosthetic fracture and instability.